Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch selected meter has a power issue (does not turn on). The complaint was classified based on the customer care advocate (cca) documentation. The power issue began approximately on (B)(6) 2014. The patient was unable to check his blood glucose for 1-2 weeks since the issue began. The patient claimed that he took his usual oral medication of glyburide and metformin daily. The patient subsequently developed symptoms of ¿sweating and shaking¿ while he was unable to test his blood glucose. On (B)(6) 2014, his doctor advised him to contact lfs about the meter issue. The power issue was not resolved with troubleshooting. The subject meter did not power on with the power button or the insertion of the test strip. There was no product misuse. The battery did not need to be replaced based on the information the patient provided. This complaint is being reported because the patient could not test his blood glucose for 1-2 weeks due to the power issue and subsequently develop symptoms suggestive of hypoglycemia. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.